Manufacturer narrative:
(B)(4). Investigation: the pump restore potentiometer was replaced. It was then discovered that the pump motor controller was non-operational due to it also being shorted out. The pump motor controller was replaced. It was then discovered that the speed of the hydraulic pump could not be controlled. The problem was determined to be that the replacement potentiometer was for machines that had the old style pump motor controller installed. The correct potentiometer was installed. It was also discovered that the hydraulic fluid level was low and that the fluid was cloudy. The hydraulic reservoir tray was dirty and covered with dried blood. The centrifuge blower was not spinning. The reservoir tray and the centrifuge blower was replaced. The hydraulic fluid exchange was completed. The semi-annual pm was completed per manufacturer's specifications. Investigation evaluation and corrective actions are in-progress. A follow-up report will be provided. This report has been filed beyond the thirty day time frame due to an internal process error. The process has been corrected to prevent reoccurrence.

Event description:
The field service technician performed the semi-annual pm for the customer , beckman coulter, inc. While attempting to complete a hydraulic fluid exchange it was discovered that the pump restore potentiometer was shorted out. It sparked, smoked, then burst into flames. The machine was turned off and the flames were extinguished. No patients were involved with this event. This report is being filed due to the potential for injury from equipment malfunction.